Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the patient¿s therapy had stopped and a power on reset (por) condition was observed. It was reported that a 0x400 parity error code was seen on the clinician programmer 8840. No activities or electric magnetic interference (emi) were reported that could be related to the issue. The manufacturer representative was able to clear the por and the issue was resolved. The patient¿s therapy was adequate and they were feeling stimulation again. It was noted that the issue occurred three days prior to the date of this report. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.